Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the hypogastric artery graft with 90% stenosis, retrograde access, tortuous vessel 90° angle and without calcification. Pre-dilatation was performed using a 6mm balloon. The 7.0x16 omnilink elite stent delivery system (sds) met resistance with the anatomy and at pullback had some resistance. The stent came off the balloon and was left inside the anatomy. A snare device was used for retrieval. There was no adverse patient sequela. Although there were reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported dislodgement could not be confirmed due to the condition the device was received for analysis. The reported failure to advance and difficult to remove could not be replicated in a testing environment as they were related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the stenosed and tortuous artery causing the reported failure to advance. During removal continued resistance and interaction with the difficult anatomy resulted in the reported difficulty to remove and subsequent stent dislodgement. A snare device was used to remove the dislodged stent without reported issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.